Event description:
Customer reported that the machine was not pulling fluid from the pbp bag and pulling excessive fluid from the pt. Treatment was terminated and continued on another machine without incident. There was no blood loss or any pt consequences reported as a result of the reported event.